Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to rewind the insulin pump. Customer was assisted with self test and self test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify external flash crc error alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly.